Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported left side device rupture and capsular contracture, baker grade I. The device has been explanted and replaced with a new implant.

Event description:
Physician reported left side device rupture and capsular contracture, baker grade I. The device has been explanted and replaced with a new implant.